Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed. The customer¿s blood glucose level unknown. The alarm recurred during the normal use of the insulin pump. The customer was also advised that the insulin pump needed to be replaced. Customer was advised to continue to wear the insulin pump until replacement arrives. The device will not be returned for analysis.